Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to connect to network during the 1.8 upgrade. The field service engineer (fse) returned to the station and attempted to turn off the firewall, delete the ethernet devices, and add them back in, but issue persisted. The field service engineer set the internet protocol information manually within the settings, which fixed the problem. The system successfully synced to the server. Everything was functioning except that the users were unable to locate patients. The field service engineer verified that the technical support specialist (tsc) and the customer later confirmed that the issue with the patient interface had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower station failed to connect to network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower station failed to connect to network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.